Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a right cylinder line scratch and pump malfunction. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump and cylinders of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested and examined using a microscope. Cylinder 1 tubing was identified to be detached by the proximal end and was not leak tested due to the detachment of the rear tip. Under microscope examination, the detached tubing was observed to be damage from tool/sharp instrument. Cylinder 2 proximal fabric was detached due to fatigue. There was no damage to the inner portion resulting in the cylinder passing the leak test. Under microscope examination, sharp instrument damage was found within the proximal outer tubing that most likely occurred during explant. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leaks were found. Under microscope examination, contamination was found within the pump and the pump was not functionally tested due to the contamination. Product analysis was unable to identify device malfunction. Product analysis confirmed the reported clinical observations.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a right cylinder line scratch and pump malfunction. A new inflatable penile prosthesis was implanted. No patient complications were reported.